Event description:
It was reported that during an implant attempt there was helix retraction difficulty. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that all of the conductors were stretched, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. It was further noted in the analyst visual comments that the lead has been stretched causing the inner tubing to buckle; this prevents proper torque transfer when turning the is-1 pin.